Manufacturer narrative:
Initial reporter facility name: (B)(6). The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and screening test of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the thermocool® smart touch® sf uni-directional navigation catheter (stsf). A screening test was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related to the force issue. A manufacturing record evaluation was performed for the finished device 30656770l number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a hole on the surface of the stsf catheter. Initially, it was reported that a force sensor error was observed and that the vector in wrong direction and unreal force g number after using a new catheter. The procedure ended successfully. No adverse patient consequences were reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and reddish material inside the pebax and a hole on the surface of the smart touch unidirectional sf. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2022.